Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
Account reported that patient underwent uneventful ilasik in both eyes on (B)(6) 2014. At one day post op slit lamp exam (sle) flaps were clear and in place. On (B)(6) 2014 patient was at work and noted the vision in left eye was blurred. Had a corneal specialist look at the left eye and he noted "a fold" in the flap in the left aye. Patient referred back to surgeon who noted striae in left eye. Patient scheduled for a flap lift and smooth on (B)(6) 2014 which was completed without incident. Patient seen on (B)(6) 2014 and vision was 20/15 in right eye and 20/25 in left eye, pinhole 20/20 in left eye.